Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high threshold and was difficult to get the screw all the way out. The lead is still in use. No patient complications have been reported as a result of this event.